Event description:
It was reported that the patient presented remotely via merlin.net. It was discovered that the insertable cardiac monitor (icm) exhibited a diagnostic anomaly where duplicate transmissions had occurred. No intervention was performed. The patient was in stable condition.